Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that there was no detection of frequency with the v60 ventilator. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the issue was confirmed; however, it was then reported that there were no anomalies observed in the event log. Onsite service was required to address the issue. A philips field service engineer (fse) went onsite, and performed test simulation with a patient using both CPAP and in st; it was reported that the system does not show any anomalies. In CPAP the minimum frequency detected was 4 breaths per minute. In the log files there are no system errors that displayed any hardware faults. The fse indicated that it is was possible that the particular physiology of the patient required the setting of different parameters. The fse was unable to confirm the issue while onsite, and suggested that the patient could have required different parameters for usage of the device. No further actions were performed, and the device was released for use.